Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the swing fork was broken on the battery oscillator device. It was further determined that the swing fork was broken which caused damage to several other internal components. It was further determined that the device failed pretest for functional test, check saw head ratchet and check saw blade coupling. It was noted in the service order that the blade device sat loose on the saw device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.